Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent a revision procedure wherein the ipg pocket was moved higher on the lower back. The patient was doing well postoperatively and the device remained implanted.